Manufacturer narrative:
Device not returned.

Event description:
It was reported that pocket infection was developed and patient had a hematoma. Physician does not suspect the device and lead were the cause of the infection. Device and lead was explanted. Patient was stable prior, during and post procedure.